Event description:
It was reported that two devices stopped working during cases on the same day. Both procedures were completed using a competitive device (bovie). No patient injury or other complications were reported. Complaint 2 of 2. See related (B)(4).

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence.